Event description:
New information on (B)(6) 2015, indicates the lead continues to exhibit noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead. No patient symptoms were reported. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.